Event description:
During troubleshooting of a low ultrafiltration (uf) that appeared on the homechoice (hc) display during drain 4 of 4, the caregiver (cg) reported that the home patient (hp) had drained 6484ml. The technical service representative (tsr) assisted the cg to bypass to end therapy. Cycle 4 uf was 3472ml. The tsr then assisted with ending therapy and then the hc alarmed high drain 104. The tsr arranged a swap of the hc machine. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the high drain alarm, it was revealed that she was aware of the alarm. Per nurse, hp did not have any symptoms and that hp is doing fine and continuing therapy without issues. A cause of the large drain volume was unknown. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of high drain volume / increased intra-peritoneal volume (iipv) was confirmed in the device logs, but was not duplicated during pal evaluation. Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The cause of the reported issue iipv was determined to insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device was determined to meet specifications relative to the complaint of high drain volume. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This issue is being investigated through a CAPA.